Event description:
Facility technician reports one fiber leak incident with the CT 190g dialyzer. The incident occurred on reuse #4, during the middle of the patient's hemodialysis treatment. The incident was noted by an audible machine alarm and was confirmed by a hemastix test strip. The treatment was discontinued at the time of the reported incident and no blood was returned. The reported blood loss was approximately 250cc. The treatment was resumed and completed with new disposables. No patient injury or medical intervention reported per technician.